Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation with its bundled mount. Visual evaluation of the as returned product identified signs of use and no apparent malfunction. Functional testing was performed for the returned product and it was determined the device passed functional testing when the mount properly assembled and separated from the implant as the mount screw properly threaded through the internal implant threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A device malfunction for the implant was not found. A root cause cannot be determined. The following sections have been updated: h3: changed "no" to "yes."

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Account address not provided/unknown. Additional 510k number: k943604. Device not returned.

Event description:
It was reported that the implant became stuck to the gingival cuff. The implant was removed and another implant was placed during the same procedure. Tooth location 22.